Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure to treat a target lesion in the mid left anterior descending (lad) artery. During deployment, the 3.0 x 18 mm xience v stent moved and was implanted in the proximal lad. A 3.5 x 15 mm xience v stent was implanted to cover the remaining lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.